Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load process. The customer's blood glucose level was 251 mg/dl. The customer delivered insulin via the pump. Reportedly, the customer loaded a new cartridge successfully.